Event description:
Pt. Admitted for radical prostatectomy for aderccarcincrra on 2/26/94. Jackson pratt drain placed in lateral pelvic sidewall. Jagged end was noted upon removal on 3/2/94. Pt. Returned to or for removal of remnant.remnant not saved postop.